Manufacturer narrative:
Report date: 19aug2021. Reporter phone number: (B)(6).

Event description:
The customer reported defective flow sensor assembly. The unit was being setup for use; there was no delay of therapy.

Manufacturer narrative:
The field service engineer (fse) confirmed the reported failure. The fse replaced the flow sensor assembly to resolve the issue. The unit was tested, and it was returned to service. Although requested to be returned, the removed component was not received for evaluation at this time; therefore, the root cause at the component level could not be determined. A supplemental report will be submitted when the component is received and evaluated.

Manufacturer narrative:
The gas delivery system (gds) was returned to the manufacturer for failure investigation (fi) for analysis. Visual inspection of the customer complaint verified. The root cause was a failure of the airflow sensor caused by u1 drifting out of calibration.